Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? The lot number could not be confirmed. Did the surgery was completed successfully? Yes it was completed successfully what was used to complete the procedure? Another z334 pds suture was used.